Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reported that the most probable cause for the reported event is as follows: the reported event: auxiliary water channel clogged due to insufficient reprocessing. Since there was no detailed information of the foreign object, the legal manufacture could not specify the cause of the suggested event. It is presumed from the following that the foreign object was detected from the auxiliary water channel due to insufficient manual reprocessing and/or pre-cleaning. According to the investigation result a possibility of dirty water dripping due to insufficient reprocessing of auxiliary water channel was confirmed. According to the investigation result the event due to insufficient pre-cleaning by user was confirmed. The legal manufacturer performed a complaint history check. No complaint was confirmed with the same event, the same cause, the same device from this facility or other facilities. However, a similar event occurred with similar model scope gif-xtq160. Dirty water dropped from the clogged auxiliary water channel due to insufficient reprocessing was confirmed in the complaint. Also, a similar event also occurred with gif-h190 scope. The cause of the event was assumed as insufficient pre-cleaning. It was confirmed that the subject device was shipped in accordance with specifications via DHR. The legal manufacture presumed from the investigation result that the suggested event occurred by insufficient reprocessing. The IFU states how to prevent the suggested event as follows. Though the user handling possibly deviated from IFU, it cannot be specified. 1.3 precautions: all channels of the endoscope, including auxiliary water channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ dirty water coming from the aux water supply¿ was not confirmed. The auxiliary water supply and water flow were found normal. A leak was observed at the scope¿s biopsy channel. There was tear marks noted in the scope¿s forceps passage. The insertion tube was inspected and it¿s angulation appeared abnormal (snakiness) in shape when using the scope¿s control knob. The scope¿s ID chip displayed a total usage count of 685. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that dirty water and black debris was observed coming from the scope¿s auxiliary water supply after reprocessing. There was no patient involvement.